Event description:
The customer was not hospitalized, but was in the emergency room for two hours on (B)(6) 2019.

Manufacturer narrative:
Corrected information has been received which was not correct in the initial report. The information has been provided with this report. The customer was in the emergency room on (B)(6) 2019. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 437 mg/dl. The customer was treated by injection. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer was treated with extra insulin and drip in hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin exited at quick release. The insulin pump will not be returned for analysis.